Event description:
Per the patient's surgeon, it was reported that during initial implantation surgery performed on (B)(6) 2019, the surgeon experienced complications during insertion. The surgeon reportedly experienced resistance whilst inserting the electrode and sheath and as a result, the sheath allegedly became detached. Subsequently, the surgeon removed the implant, however, the sheath material could not be located and was left isitu. The patient was successfully implanted with the back-up cochlear device with no other complications reported. There were no report of patient injury associated with this event.